Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On the (B)(6) 2017 the customer reported an issue with their kangaroo joey pump. Patient involvement was unknown. On (B)(6) 2017, upon triage, the service technician found that the lcd has a black line from top to bottom causing the displayed information to be illegible.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of the lcd has a black line from top to bottom causing the displayed information to not be legible. The unit was triaged and the reported issue was confirmed. The front case was damaged. The unit has been repaired, tested, and recertified per procedure. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.